Manufacturer narrative:
(B)(4).

Event description:
The hcp performed a pump refill on (B)(6) 2011. That night, the pt experienced withdrawal symptoms of increased spasticity and she was also itching. The pt took oral baclofen which helped somewhat, but the spasticity was still increased and the itching continued as of (B)(6) 2011. The hcp aspirated approx 39 mls from the pump and felt certain there was no pocket fill; but could not account for the rapid onset of pt symptoms. The hcp checked all the pump programming; no drug or dosing changes were made. A f/u report will be sent if add'l info becomes available.